Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that patient underwent a hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons. No revision procedure has been reported to date.